Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. The pump was monitored, no unexpected charge/battery lasts less than expected or low battery alert, pump error 53 alarm, pump error 3 alarm and pump error 4 alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 06/04/2024 10:28:39.000 failed battery alert/battery failed alarm was found on: 06/04/2024 10:27:23.000 06/04/2024 10:27:37.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 28-jun-2024 at 5:29:00 am. There was no power data available for the event date of 04-jun-2024. Unable to check power data for failed battery alert/battery failed alarm. No unexpected charge/battery lasts less than expected or low battery alert and failed battery alert/battery failed alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 04-jun-2024 in the formatted history file. Pump error 53 alarm (linenumber 2980 filenumber 155) was found on: 06/01/2024 02:05:26.000 06/01/2024 02:05:26.000 06/01/2024 09:50:10.000 06/02/2024 20:48:49.000 06/04/2024 10:27:20.000 pump error 4 alarm (file number: 32122 line number: 2727) was found on: 06/01/2024 02:05:24.000 06/01/2024 09:50:08.000 06/02/2024 20:48:47.000 06/04/2024 10:27:18.000 per r&d engineer, pump error 53 alarm (linenumber 2980 filenumber 155) and pump error 4 alarm (file number: 32122 line number: 2727) were confirmed, suspected on hw. Also, there was no pump error 3 alarm noted in the formatted history file. Sensor expired alert (794) was found on: 05/30/2024 09:12:18.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Customer alleged for charge/battery lasts less than expected or low battery alert and pump error 3 alarm were not confirmed. However, pump error 53 alarm (linenumber 2980 filenumber 155) and pump error 4 alarm (file number: 32122 line number: 2727) were confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, pump error 53, pump error 4, pump error 3. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. Customer reported a short battery life or a low battery alarm after 1 week or less of inserting new battery. No harm requiring medical intervention was reported. Mmt-1782k was requested and customer response was the device will be returned.